Event description:
It was reported that the patient was experiencing a painful and uncomfortable shocking sensation both when their device was on or off. An impedance check was performed, but the results were normal. An x-ray took place to assess. The patient later underwent a system replacement. The patient was doing well after the procedure.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).